Event description:
It was reported that the device would lock up after it had been on for a while, and it had an error code. It was also reported that the device would give an amber screen at times and would not power off unless the batteries were removed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The system and memory pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.